Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the power supply board and batteries were replaced. The device was working normally after the replacement. (B)(4).

Event description:
On (B)(6) 2013 the at cosmo tech ltd, in (B)(4) it was reported that a b-temp message was displayed on the rotaflow console serial number (B)(4) during an ecc procedure and the pump stopped. (B)(4).